Event description:
A consumer implanted for spinal pain reported that once when the implantable neurostimulator (ins) was turned on it was giving her electrical shocks in her rear. According to the consumer they wanted to get an "updated device."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.